Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient asked the rep to check their ins and leads. The patient was getting stimulation and satisfactory coverage but upon interrogation it showed high impedance greater than 10,000 ohms on all 8-15 contacts. The rep was to let the managing physician know about the high impedance, but the rep noted that since the patient was getting good coverage they likely won't take any further action and wait until the new ins comes out. It was noted that another doctor was notified of the issue as they met in that doctor¿s office on (B)(6) 2017. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The patient's weight was acquired. No further complications were reported.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.